Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified although it can be presumed that it was due to humidity invading the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected/prevented in accordance with the following instructions for use: tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope was leaking. There was no patient harm or user injury reported due to the event. During device evaluation at olympus, it was found the distal end had foreign material/residual fluid and the light guide lens was discolored inside. The report is being submitted due to defects found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to a crack on the scope body, water tightness was lost due to deformation of the up/down knob, switch #1 had a pinhole, the suction cylinder had no color, the switch box was dented, the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever, the plug unit was damaged, the scope case unit was dented, the insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover, the light guide lens was cracked, the connecting tube was cut, the distal end was shaved, the adhesive around the objective lens was cracked, and the lever arm had corrosion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.